Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 18mm mechanical aortic valve, the physician reported that due to annulus being very calcified and a bicuspid valve, the valve was too large. The physician also reported that the aorta was "falling apart". The valve was explanted and a root repair procedure with a non-medtronic conduit was performed. No additional adverse patient effects were reported.  Note: this was a minimally invasive procedure.